Event description:
The complainant reported a patient (unknown race and gender) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) displayed an error message stating the purge disc was not detected. The aic was replaced. There was no patient harm related to this event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. Data logs were reviewed. The reported purge disc not detected issue was confirmed. No logs were found from the reported. However, there was one instance of a purge disc not detected alarm (event set #402) found. This alarm was quickly resolved after the purge disc was inserted. The aic was returned for evaluation. The reported issue was unable to be reproduced through testing and no visible damage/anomalies found after inspecting the purge assembly. The reported purge disc not detected issue was confirmed in the imc logs but since it was quickly resolved after the purge disc was inserted and was unable to be reproduced, it is likely that this was a use related issue. Added- mso review, h6 med dev prob code 2994.